Event description:
It was reported that the insulin pump alarmed no delivery numerous times during bolus deliveries. The most recent blood glucose reading was 198 mg/dl. Unable to troubleshoot, as this was a past event. The customer's mother stated that she cleared the alarm, put the reservoir back in and continued with the rest of the bolus. She declined returning the reservoir and the infusion set for analysis. Advised the customer to call when the alarm occurred for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.